Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to the incident. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur afterwards. Customer was advised to monitor the pump and report any future issues.